Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, maxzero, a crack was discovered in the connector, resulting in a leak. Three units were affected. Additional information: three samples were returned. During infusion, leakage or slow dripping occurred at the connector. The outer packaging has been discarded, so the lot number cannot be verified. Leakage occurred when infusing different medications, but no harm was caused to the patients.